Manufacturer narrative:
Visual inspection of the returned device found some minor scratches on the cover and some black marks on the pump head. Otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. During set-up for electrical evaluation, it was found that the grounding pad connector could not be connected to the unit. Inspection of the pins revealed that two sleeves had been left on the pins by a former user. These sleeves would not allow the grounding pad to connect to the unit. Thus, no power would be delivered in monopolar modes; the complaint was confirmed. The sleeves were removed and the unit passed all final testing. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the led digital display would not change when the output power control knob was turned. The unit was turned off, then back on, and the issue was resolved. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.